Manufacturer narrative:
Model number/catalog number:sc-2218-50, serial number: (B)(4), batch/lot number: 5126261, model/catalog description:linear st lead kit 50 cm. The explanted leads were not returned to bsn as they were discarded by medical facility.

Event description:
A report was received that the patients leads migrated. The patient underwent a lead revision procedure wherein the leads were replaced and repositioned.